Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump not resetting was confirmed and reproduced during product evaluation. The cause of the reported condition was determined to be a faulty pump head module (phm). The phm was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that the pumphead will not reset; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.